Event description:
It was reported the pt felt the ipg was getting warm while charging. A replacement charger was sent to the pt. Attempts to determine if the replacement resolved the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.